Manufacturer narrative:
The prismaflex device involved in this event was not inspected. The prismaflex device is not indicated for use on patients weighing below 20 kgs. In this case, the physician made the medical judgment to treat the infant with the device.

Event description:
A physician reported a critically ill newborn pt on mechanical ventilation with multiple co morbidities was started on continuous renal replacement therapy and develop thrombocytopenia. The pt's platelet count was 136 k/cmm(low) prior to initiation of crrt. During the weeks on crrt, the pt's platelet count remained low varying between 10 k/cmm - 255 k/cmm. The pt received numerous transfusions of blood. The pt received crrt from (B)(6), 2011, and then started on peritoneal dialysis. The investigation of this event is ongoing.